Event description:
Hematoma left breast, outpt surgery to drain. Left implant removed for drainage, then reinserted.

Event description:
Hematoma left breast, outpatient surgery to drain. Left implant removed for drainage, then reinserted.